Manufacturer narrative:
The reported complaint that the autopulse platform sn (B)(6) no longer turns on was not confirmed during functional testing or archive review. The autopulse platform powers on and passed the functional testing without any fault or error and performed as intended using a known good autopulse li-ion battery. The possible root cause of failure observed by the customer was that the customer used a disabled battery in the platform. Autopulse li-ion battery with serial number (B)(6) was returned with the platform. When the battery was inserted into multi-chemistry battery charger (mcc), the mcc displayed the red fail x. The status leds on the battery shows the flashing red led, indicating the battery has failed and cannot be used in the platform. The autopulse platform passed the functional testing without any fault or error. The customer reported problem could not be reproduced using a known good battery. The autopulse platform functioned appropriately and performed as intended. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
The customer reported the autopulse platform (B)(6) no longer turns on. The autopulse li-ion battery was changed but the issue still persists. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.